Manufacturer narrative:
Device failure is supected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that a system diagnostics test at an office visit, post generator replacement, yielded high lead impedance suggesting a possible lead malfunction. The patient underwent revision surgery where the vns therapy lead was replaced. The high lead impedance resolved with the replacement of the lead. No serious injury was reported.